Event description:
It was reported that during a thyroidectomy, the surgeon burned the pt's skin with the device. The doctor excised the skin at the burn and initial incision site and completed the case with no pt consequence.

Manufacturer narrative:
Information not provided during initial contact. Information anticipated, but unavailable at this time.